Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented with atrial lead that was exhibiting over-sensing noise. On (B)(6) 2023 the atrial lead was capped, and new atrial lead was implanted. The patient condition was unknown.